Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in clinic for a routine follow-up and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted on (B)(6) 2014.